Manufacturer narrative:
H3 - evaluation of the returned battery 9735773 lot# 1841 confirmed the event. During testing the battery shut down due to overheating. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant products information references the main component of the system. Other relevant device(s) are: product ID: 9735773, product ID: 9735787, a manufacturer representative (rep) went to the site to test the navigation system. The uninterruptable power supply and battery were replaced and the system performed as intended.  Codes: b01, c02, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system had been shutting down intermittently while plugged in. No patient present. Troubleshooting was performed, the field representative (rep) plugged in at length prior, the site laves system plugged in when not in use. The rep plugged in directly to adequate wall power. The rep ran self-test and the uninterruptable power supply (ups) displaying not connected right away upon start-up, but eventually did. The site swapped another navigation system into the same wall outlet and it worked as designed.